Event description:
It was reported that post-operatively, upon returning to the ward imaging confirmed that the right ventricular (rv) lead had dislodged. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.